Event description:
This is filed to report a clip that was caught in chordae under the medial indentation. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet (a3) lateral deviation, and posterior leaflet (p3) medial flail. During a mitraclip procedure, the first clip (nt) was placed lateral on a3/p3. The second clip (nt) was to be placed medial on a2/p2. The second clip was caught under the medial indentation of the valve and could not be released. Therefore, it was deployed where it was stuck and potentially with some chordae. Both of the leaflets were able to be grasped. The mr was reduced from grade 4 to 2, and hemodynamics were also improved. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.